Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received (mw5039361); (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead disposition is unknown. No patient complications have been reported as a result of this event.